Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was "getting jolts" that were causing his muscles to spasm in both legs and down his calves. It was stated that this had been happening for 4-5 days. It was stated that the programmer showed that the device was "on and okay". It was stated that the patient was having trouble sleeping due to "deep brain stimulation (dbs) issues". It was stated that there was no known accident or incident related to this complaint.